Event description:
A medtronic representative received a report from an ear, nose & throat (ent) surgeon on (B)(6)-2014, that while in a transphenoidal procedure two weeks earlier, approximately (B)(6)-2014, a patient's carotid artery was nicked. The surgeon stated navigation had been accurate up to that point, then alleged there was, at the most, a 1mm inaccuracy navigation. This surgeon was reporting a case performed by a neurosurgeon. No further details regarding the patient, or the procedure, were provided. It was reported that the procedure was completed with the use of the navigation system.

Manufacturer narrative:
Patient information was unavailable from the site. Event date is approximated as the original reporter stated the event occurred "two weeks earlier" this was a third-party report to a medtronic representative. No patient demographics or further details of the patient outcome were provided. No parts have been returned to manufacturer for analysis. (B)(6) 2014, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2014, a medtronic representative, following-up at the site, reported the issue could not be replicated.